Event description:
It was reported that the ilet bionic pancreas system experienced a dexcom g7 continuous glucose monitor signal loss (cgm) after the user took a shower, while the dexcom app continued to display glucose values, indicating loss of communication limited to the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention or hospitalization. User support included remote troubleshooting and user education, including re-entering the pairing code and advising a reconnection window. Investigation of this case revealed a probable temporary wireless communication interruption between the ilet and the dexcom g7, consistent with environmental or connectivity factors, with both the sensor and ilet remaining functional. It was concluded, based on previously established findings for similar reports, that the cause was user environment or connectivity-related factors leading to transient signal loss.